Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was not charging. An x-ray was taken and results revealed normal. It was also reported that the ipg was originally implanted too deep and was determined that it was the reason for the patient's symptom. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.